Manufacturer narrative:
Vyaire medical complaint number: (B)(4). This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician found a bad dump valve cap. The service technician replaced the dump valve cap to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the unit was not holding any pressure. There was no report of any patient involvement associated with this reported event.